Manufacturer narrative:
The customer observed smoke coming from the cell-dyn sapphire analyzer. When the field service engineer (fse) arrived on site, they observed an abnormal smell and abnormal pressure when the machine was turned on. The fse inspected the vacuum accumulator (part number 8921193901) and found liquid leaking from the bottom seal. Next to the accumulator, he also found a melted cable (part number 8952166401) connector attached to the pilot valve manifold pc board vmn41 (part number 8934010201). The fse replaced the vacuum accumulator, the pilot valve manifold, the cable assy, and the pcb assy, scm (part number 8960143001). After these repairs were made, the fse reported the machine was operating normally. Based on the visual inspection of the returned pilot valve manifold and cable assembly, charring at pin locations 8 and 9 would be indicative of an electrical short and was due to leaking waste liquid from the vacuum accumulator and shorting the power to ground. Since the vacuum accumulator and pcb (power control board) were not returned, abbott could only confirm the results of the failure to the two components returned and deduce the cause of failure was due to the leaking vacuum accumulator. A review of the cell-dyn sapphire system operator's manual shows that labeling is adequate for the complaint incident. Based on this investigation a product deficiency was not identified for the cell-dyn sapphire platform, list number 08h00-01. (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that they observed smoke coming from the cell-dyn sapphire analyzer. They also noticed an abnormal odor. The following error codes were generated: 0824, 0826, 0828, and 0830 [pressure is too low]. There was no personal injury, impact to patient management, or facility damage reported.